Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the medtronic rep called to report they received a message indicating the patient (pt) is getting error code 1707. Technical services (ts) reviewed that this message may be related to the wireless recharger positioning. Patient representative called and also had patient (and patient's husband) on the phone call. Rep reviewed recharging issues. Patient said that they last recharged on february 2nd and ins battery was down to 10%, said that this was 3 days past normal date they usually recharge. Patient said normally recharges without using the belt. Agent reviewed the following troubleshooting steps: palpate area. Husband said only feels a bump about a 1/4 inch below the scar. Husband then placed the recharger over ins before turning recharger on and then turned recharger on. Recharger connected pretty quickly to the ins and husband opened recharger app and received notification of excellent connection and ins battery was at 70%. The recharger maintained connection for the duration of the call. Agent reviewed that patient can adjust recharger interval so that recharge sessions are as long. Representative mentioned that patient has had a history of the ins moving in the pocket site and did have a revision.